Manufacturer narrative:
(B)(4). The customer returned an opened sac-00520 set containing a straight guide wire, a single-lumen arterial catheter, and a guide wire tubing for analysis. The introducer needle was not returned. None of the components showed any obvious signs of use. The sample was returned inserted through the catheter and inside the guide wire tubing (as it is shipped). Visual analysis revealed that the guide wire contained three distinct kinks. Microscopic examination revealed white stress on the guide wire tubing. These stress marks were approximately at the same locations as each of the kinks on the guide wire. Further analysis of the packaging revealed several fold marks on the packaging, indicating that the packaging had folded over itself. The words "do not bend" were observed on the bottom and the top of the lidstock. The damage observed is consistent with defects related to shipping and handling of other sac sets. No other defects or anomalies were observed. The kinks in the guide wire were located 82mm, 115mm, and 173mm respectively from the proximal end. The guide wire length and outer diameter were measured and were found to be within specification. A device history record review was performed on the kit packaging and the guide wire and no relevant issues were identified. Eco-044051 was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The lidstock that was returned with the kit clearly states "do not bend" on the front. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained three distinct kinks. The lidstock and the guide wire tubing also contained creases and stress marks that are consistent with the location of the kinks on the guide wire. Additionally, the words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when the package was opened and prior to patient use, multiple kinks were noted in the wire.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the package was opened and prior to patient use, multiple kinks were noted in the wire.